Manufacturer narrative:
The customer had no further issues after the pinch tubing was replaced by the fsr. The results from an instrument check passed.

Manufacturer narrative:
The customer clarified that the initial results for patients 2 - 6 were reported outside of the laboratory. The doctors were informed of the incorrect results and the patient samples were repeated one day later. There was no allegation that an adverse event occurred for patients 2 - 6.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient tested for elecsys probnp ii (probnp ii) on a cobas e801 module. Based on the data provided, additional discrepant results were identified for 5 additional patients tested for either cea, ferritin or vitamin b12. Patient 1 initial probnp ii result was 80.5 (unit of measure not provided). The repeat result was 552.0. Patient 2 initial cea result was < 0.30 (units of measure not provided). The repeat result was 1.18. Patient 3 initial cea result was <0.30. The repeat result was 1.93. Patient 4 initial ferritin result was 17.5 (unit of measure not provided). The repeat result was 201.0. Patient 5 initial vitamin b12 result was > 2000 (unit of measure not provided). The repeat result was 360. Patient 6 initial vitamin b12 result was > 2000. The repeat result was 260. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The probnp ii reagent lot number was 315914. The expiration date was not provided. No other reagent lot numbers or expiration dates were provided. The field service representative (fsr) changed the pinch tubing on the instrument.